Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results from the cobas c 503 analytical unit. Sample 1 initial result was 272 mg/dl and the repeat result was 199 mg/dl. Sample 2 initial result was 248 mg/dl and the repeat result was 72.9 mg/dl. 4/15 sample 3 initial result was 426 mg/dl and the repeat result was 87.1 mg/dl.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The field service engineer verified the wash/rinse mechanisms and cleaned all of the pipettes. The provided calibration and qc data were within specifications. The investigation determined that the service actions resolved the issue.